Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injection in the tear troughs and the lips with one syringe of juvéderm volbella® xc; about 4 months later, the patient noticed "bumps" in the lips. A couple of days later, they began experiencing "bumps" under the eyes. Six days later the patient was treated with 120 units of hylenex. The patient went to another office two days later and was diagnosed with biofilm and was treated with a lymphatic massage, argan oil massage, was prescribed cipro 500mg for 30 days, and medrol dose pack. Five days later the patient had a follow up and was advised to use argan oil and lip balm. Two days later the patient was treated with .2 vitrase, .2 5-fu, and .1 saline in the under eyes. Six days later the biofilm was still present in the lower lip and patient was again treated with .5 vitrase, .2 celestone, and .1 5-fu under the eyes and around the lips and indicated patient to stop the medrol dose pack. Sixteen days later the doctor noted there was no more biofilm and the patient was given 6cc of restylane lyft under the eyes, nasolabial folds, and lips. Symptoms are ongoing. Biofilm was not confirmed via biopsy.